Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after a generator change out procedure, the right ventricular lead began oversensing and the patient received shocks. It was also noted that there was crosstalk which resulted in pacing inhibition. The patient was also noted to be in atrial fibrillation. The lead was attempted to be removed but the right subclavian vein was stenosed, reprogramming occurred and laser extraction was performed a few weeks later. It was noted that the patient's pocket was infected as well. No further patient complications have been reported as a result of this event.

Event description:
It was reported that after a generator change out procedure, the right ventricular lead began oversensing and the patient received shocks. It was also noted that there was crosstalk which resulted in pacing inhibition. The patient was also noted to be in atrial fibrillation. The lead was attempted to be removed but the right subclavian vein was stenosed, reprogramming occurred and laser extraction was performed a few weeks later. It was noted that the patient's pocket was infected as well. No further patient complications have been reported as a result of this event. Due to a pocket infection.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breach cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism. (B)(4): we did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered on (B)(4) 2011 10:32:37. Oversensing was noted. Five high rates less than or equal to 212 ms with an average ventricular cycle on (B)(4) 2011 in the timeframe between 12:38:19 and 12:41:04. There were two ventricular fibrillation episodes less than or equal to 180 ms average v-cycle on (B)(4) 2011 at 10:58:08 and 10:58:58. Also noted was interference/noise. The ventricular short interval count v-sic=15 counts, in 0.08 days, on (B)(4) 2011 in the timeframe between 11:04:48 and 13:07:09. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.